Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to convert the patient out of a slow ventricular tachycardia (vt). The physician had to deliver an external shock to successfully convert the rhythm. The patient remains hospitalized and will be transferred for an ablation procedure. This device remains in service. No adverse patient effects were reported.